Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 200 mg/dl. The troubleshooting was performed. The customer was advised to insert a new aaa alkaline battery on the insulin. The customer can not remove cap. The customer received failed battery test. The battery cap off and the plastic is now stripped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot. The insulin pump was unable to confirm failed battery test alarm due to stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.